Manufacturer narrative:
Follow-up # 2 the retain test strips have been further evaluated by lifescan product analysis with the following findings: performance testing with blood did not confirm the reported issue; however, as previously stipulated, the retain test strips were found be biased low at 100 mg/dl. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed the performance testing with blood and were found to be have biased low accuracy and precision at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately erratic. In addition, the patient also claimed that the subject meter was reading inaccurately high compared to their feelings and/or normal results. These complaints were classified based on customer care advocate (cca) documentation since the patient could not be reached, despite numerous attempts, to obtain additional information. The patient reported that the inaccuracies occurred at 10pm on (B)(6) 2015. At this time the patient obtained blood glucose readings of "529, 356, 496 and 379mg/dl" with the subject meter performed within 20 minutes of one another. The patient also had an additional reading of "525mg/dl" which they stated was higher than their normal results and/or feelings. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise and the patient stated that they had consumed additional food and/or drink at the same time the alleged inaccuracies occurred. The patient denied developing any symptoms as a result of these alleged issues, but stated that they received unspecified treatment from a healthcare professional (hcp) at 10pm on the same evening. Further details regarding this treatment were not provided during the initial call. No blood glucose readings were provided on any other additional devices at this time. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter, an approved sample site was used to obtain the alleged results and the patient did not have control solution available to test the subject meter. The alleged inaccurate erratic results were found not to exceed lfs's criteria for precision, however. The patient&#38112;products were replaced and requested for evaluation.this complaint is being reported because the patient reportedly required medical intervention from a hcp after obtaining alleged inaccurate erratic and high blood glucose readings with the subject meter. The alleged meter issues could not be ruled out as a cause or contributor to the event.